Manufacturer narrative:
Concomitant medical products: 1000ml b. Braun bag ndc (B)(4), lot number j7h002, exp 12/2019 0.45% sodium chloride and 5% dextrose, therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during an infusion of fluids d5 1/2 ns, the tubing broke off while the nurse was trying to connect it to an intravenous catheter. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the tubing breaking off was confirmed. The tubing was separated at the engagement of the tubing and the bottom of the drip chamber. Microscopic examination revealed slight evidence of bonding solvent at the end of the tubing. There were no discernible signs of damage observed on the set. Further inspection of the tubing inner diameter, as well as the drip chamber attachment tab outer diameter was found to be within specification. The root cause of the separation was insufficient amount of bonding solvent applied at the area of attachment during manufacturing of the set.